Event description:
During follow up this peritoneal dialysis (pd) patient reported having hernia repair surgery and the pd catheter fixed a few days prior. The doctor advised that the patient shouldn't complete any treatments for a couple of days. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: there is a potential temporal relationship between pd therapy utilizing the liberty select cycler and the patient event of hernia. However, it is unknown if the hernia was pre-existing prior to the patient being initiated on pd therapy or if the hernia developed during pd therapy. Only 4.9% of pd patients develop hernia after the initiation of dialysis. Patients on pd therapy are at risk of developing a hernia for several reasons including increased stress on the muscles of the abdomen. It is unknown if pd therapy exacerbated the patient¿s hernia. There is no allegation of a device malfunction or deficiency causing the patient¿s hernia. Based on the available information and no allegation or evidence of a malfunction or deficiency, the liberty select cycler can be excluded as the cause of the hernia.

Event description:
During follow up this peritoneal dialysis (pd) patient reported having hernia repair surgery and the pd catheter fixed a few days prior. The doctor advised that the patient shouldn¿t complete any treatments for a couple of days. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Additional information provided in d9 and h3. Plant investigation: a visual inspection of the returned cycler exterior showed signs no of physical damage. There were no visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. A (as received with reduced dwell) simulated treatment was performed and completed. Valve actuation test passed. System air leak test passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
During follow up this peritoneal dialysis (pd) patient reported having hernia repair surgery and the pd catheter fixed a few days prior. The doctor advised that the patient shouldn¿t complete any treatments for a couple of days. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.